Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold and impedances were noted to both have been steadily increasing over the last six months. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.